Manufacturer narrative:
Complaint sample is not available for evaluation to confirm the alleged product malfunction. Therefore, the complaint is deemed as not confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her treatment. After she received a cycler alarm, she noticed fluid on her patient line and on the floor. The set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent has remained clear. She was not prescribed any antibiotics.